Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to a broken pitch cable at the distal clevic hub. The broken cable segment that contains the crimp was still installed in the clevis. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a myomectomy da vinci procedure, the permanent cautery hook instrument had a cable in a loop. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.